Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 503 mg/dl. The customer treated with manual insulin injections. It was reported that the customer has not been using the insulin pump for the past two weeks. The customer reported that the battery cap of the insulin pump was stripped. The customer reported that they are unable to remove the battery cap on their insulin pump. The customer was advised to remove the battery cap with a quarter. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer reported that they attempted removal of the battery cap from the insulin pump with a large screwdriver. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer was advised to discontinue use of the pump if the battery was low. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and stripped battery cap coin slot.